Event description:
It was reported that during a percutaneous liver ablation procedure that the surgeon stated that the patient had a local tumor re-occurrence at the site of ablation. Embolization will be used to treat the tumor.

Manufacturer narrative:
(B)(4). Unknown; captured as awareness date. Batch #: unknown. Additional information was requested and the following was obtained: internal rapid response call was held on (B)(6) 2022 to include post market surveillance, customer quality, quality engineering, medical safety, r&d, and local associates to discuss a tumor reoccurrence report to get ahead of this becoming a larger issue. The user was an intervention radiologist (ir). She is normally a competitor user, medtronic. The rep was able to convince her to use our system for the ablation while the patient was already under for another treatment. This was her first case with neuwave. It was a 5¿7-minute ablation and 1 probe was used. The tumor was possibly in segment 8 of the liver and it was a primary tumor hcc. The ablation confirmation software was used to confirm that they got the entirety of the tumor. Several months later, the rep heard from the ir that the tumor had reoccurred in this patient right at the tip point, even though, according to the imaging, all the tumor was ablated. Right next to where the distal tip of the probe was had the local tumor progression. The timing of the reoccurrence is vague. The reoccurrence was discovered during follow up imaging at the 3-, 6-, or 9-month appointment. On (B)(6) 2021 was the date of the original procedure. The call home data for this account was reviewed and there were 2 procedures that day. We couldn¿t tell which procedure was this event, but both were similar. The ir is happy share the post ablation imaging, so the next step is to get the imaging to be reviewed by the in-house team to create a full investigation. The following information was requested, but unavailable: was there any difficulty with the device during the original ablation procedure? Was the initial ablation a complete ablation or a partial ablation in the original procedure? When was the initial ablation procedure in relation to the tumor re-occurrence? When was the local tumor re-occurrence detected/identified and how was it detected? Why does the surgeon believe there is an alleged deficiency with the device? Can the images be submitted for review? What is the patient¿s current status? An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the lot number was not provided. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product or additional information is received at a later date, the investigation will be updated as applicable. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 4/18/2022. Call home was reviewed for systems nm17nea00526 and nm19nea00735. This case was one delivery. A pr15xt, nm20nhb20318, was connected to channel 1, tested, and put into tissu-loc. An ablation was set to 8:00, 65w. After 7:31, the user stopped the ablation. The temperature averaged between 110c and 120c. No errors were seen. No device will be returned. Images have not been sent at this time. If images are received, the investigation will be reopened. The root cause is unknown. No further investigation will be conducted on this complaint due to no device return.

Manufacturer narrative:
(B)(4). Date sent: 2/25/2022. Additional information was requested and the following was obtained: was there any difficulty with the device during the original ablation procedure? No was the initial ablation a complete ablation or a partial ablation in the original procedure? Complete ablation. When was the initial ablation procedure in relation to the tumor re-occurrence? Unknown. When was the local tumor re-occurrence detected/identified and how was it detected? Subsequent CT scan unknown timeframe. Why does the surgeon believe there is an alleged deficiency with the device? Because the area of recurrence was next to the distal tip where we burn within the first 10 sec for the maximum therapeutic time. Can the images be submitted for review? Yes but the dr needs to be contacted for that. What is the patient¿s current status? Needs to come back for a chemo embolisation.